Event description:
The pt reported numbness and tingling along his legs and the bottom of his feet for about a year. The pt complained that pain was moving from his groin to legs and back. The pt also reported balance problems that resulted in five falls since the pump was implanted. The pt's pain is considered worse when compared prior to the pump. The hcp confirmed no reservoir volume discrepancy and has not performed any device troubleshooting to date. The drug contained in the pt's pump was dilaudid.